Event description:
It was reported the flex video scope experienced stickiness after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material adhered to the control section. Brown foreign material was found inside the a/w nozzle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the stickiness of the device could be due to the foreign material adhered to the control section and a/w nozzle; even though, an adequate reprocessing procedure was performed according to device evaluation results. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.